Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure vaginal hysterectomy due to grade 3 cystocele, stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent partial mesh removal on (B)(6) 2012 due to severe pain in the abdomen which resulted to emergency room admission where a small portion of the mesh was attached to the bladder. It formed a 5mm stone on the bladder, which required emergency surgery to remove. The remainder of the mesh is still implanted. Patient was hospitalized for diverticulitis on (B)(6) 2012. Patient underwent a stent implant for a blocked artery in thigh of right leg on (B)(6) 2012.